Manufacturer narrative:
Follow-up # 2 ¿ (09/15/2014). The patient¿s test strips have been returned and evaluated on 9/3/2014 by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned on 8/18/2014 and evaluated by lifescan product analysis on 8/20/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2014. The patient reported a blood glucose result of ¿327 mg/dl¿ with the subject meter and ¿220 mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with insulin. Based on the alleged results, the patient reportedly increased her usual dose of novolog insulin (amounts varied). Afterwards, the patient claimed she felt symptoms of cold sweat, no rest and shaking. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.